Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008 and during the procedure, a 2.5 x 18 xience v stent was deployed in the mid left anterior descending artery (lad). There were no pt or product issues noted at the time of the procedure. However, the pt returned to the hospital with restenosis. The pt had a stress test eighteen days later, which showed anterior ischemia and was sent to the cath lab. The pt was found to have in-stent restenosis (isr) of the stent in the mid lad, an additional stent was used to treat the isr. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - ischemia and restenosis as listed in the IFU, are known adverse events associated with coronary stenting, and these pt effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. It is possible that the ischemia is a secondary effect of the restenosis, in which the pt was hospitalized and treated with an additional stent placed within the old xience v stent. A conclusive cause for the reported pt effects and the relationship to the sds, if any, cannot be determined.